Event description:
During the endoscopic retrograde cholangiopancreatography (ercp) of biliary duct procedure the cut wire broke inside the patient. There was no intervention required to retrieve any portion of the broken wire as the cut wire was attached to the catheter of the sphincterotome. There was no pieces of the broken wire left in the patient's body. The physician completed the procedure with another of the same device with no patient complications. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it is disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.